Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately fifteen (15) years. Through follow up with the health care provider, it was learned that the reason for explant was due to calcification, stenosis, pannus, and insufficiency. The valve was replaced with a 25 mm carpentier-edwards perimount magna pericardial bioprosthesis. It was further reported that the patient was weaned from cardiopulmonary bypass and experienced complications more than an hour after being off bypass, requiring urgent recannulation and cardiopulmonary bypass. This was due to "unclear global lv dysfunction" and patient factors; the valve remained implanted and unaltered. Subsequently, the patient was admitted to the cardiothoracic intensive care unit in serious, but stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative - the device was not returned for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event; however, based on the source documents provided the device was calcified. .calcification can lead to both aortic stenosis and regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. In this case, patient age at implant and history of hypertension may have contributed. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.